Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a stimloc lead. It was reported there was a high impedance for contact 0 on the lead when using an alligator clip to check during an impedance reading. The contacts 1, 2, and 3 were all within normal range and could increase in amplitude without error. The impedance on contact 0 was reported to be 3043 ohms. When the interoperative testing with an ens was performed contact 0 wouldn't exceed 2.5 but the rest of the contacts performed without a problem. The lead was replaced with another lead from the same lot and all the impedances were reported to be within normal range and no further problems occurred when increasing the amplitude during testing. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) replaces previous codes of type. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The high impedance was not determined and was an unknown cause. Patient information was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of the lead model 3387s. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.